Event description:
Rptr has a concern about the ability to accurately measure doses less than 5 units. This is due to the small increments and measures on the syringe. Rptr is also concerned about the accuracy of the device in units less than 5 units. When tested they found that many times the doses were less than the 5 units or less measured by the syringe. This may be due to drug left in the syringe.